Event description:
Boston scientific received information from the patient that approximately six months ago this device had been explanted and replaced with a non boston scientific device. The patient stated that the device was not working properly at the time. No adverse patient effects were reported. Additional information was attempted, however could not be obtained. No further information is available.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.